Manufacturer narrative:
The MFR did not receive devices for review. Other source documents (photos, x-rays) were provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4) has been open for the loosening of the ceramic insert. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the pt was implanted a fitmore hip on (B)(6) 2005. The pt was revised on (B)(6) 2014 due to pain, wear and loosening. It was stated that there was a detachment of the titanium grid from the cup. Loosening of the ceramic insert within the pe of the inlay (another cpt has been open for the loosening).